Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as instrument recognition testing was successful and revealed that the instrument has 2 uses remaining. Engineering also observed that the instrument presents arcing through the tube extension and the tube extension is broken. The black section of the tube extension below the metal ring exhibits charring and melting. The orange warning band of the tube extension has a small section that exhibits melting where it meets with the black section of the tube extension. In addition, the tube extension is broken circumferentially at the junction between the orange warning band and the black section. The main tube and tube extension are no longer coaxial due to breakage. It was concluded that breakage of the tube extension most likely created a path for arcing to occur. The instrument also passed electrical continuity testing.

Event description:
It was reported that during a da vinci s surgical procedure the monopolar curved scissors instrument was not recognized by the patient side manipulator (psm) arm. No additional information was provided. No patient harm, adverse outcome or injury was reported.